Event description:
The device was used to administer a shock to a person that had collapsed (no other pt details reported). When the shock was administered a loud bang and a flash was observed. Subsequently, the device allegedly lost power and failed to turn on. The patient's outcome was not reported.